Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-05254; related manufacturer reference number: 1627487-2022-05255. It was reported that the patient experienced bowel incontinence. As such, the patient turn the scs system off and has not used therapy since. Reportedly, the patient¿s ipg in inoperable due to not charging for an extended period of time. As such, surgical intervention may take place at a later date to address the issue

Event description:
Additional information received indicates that surgical intervention took place wherein the scs system was explanted on an unknown date which resolved the issue.

Event description:
Additional information received indicates that surgical intervention had not taken place. Surgical intervention may take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.